Manufacturer narrative:
Lead was repositioned successfully. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that (B)(6) post implant this right atrial (ra) lead had dislodged. The lead was repositioned. There were no adverse patient effects reported.